Event description:
The customer reported that while running a hepatitis core assay, using summit sample handler, did not aspirate or pipette diluent in row f and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.